Manufacturer narrative:
The technician found two brake casters were damaged and the two caster supports were broken. He replaced the casters and the supports to repair the bed.

Event description:
Info received indicates the brake is not holding.